Manufacturer narrative:
As received, visual inspection showed the lead damage was at the terminal end where the metal tip was missing and the stylet lumen was pulled out of the lead body. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The reported event of the lead damaged was confirmed. As received, visual inspection showed the lead damage was at the terminal end where the metal tip was missing and the stylet lumen was pulled out of the lead body. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported during the patient's implant procedure while removing the trial extension connected to the l4 lead, the lead was damaged. The distal tip that goes into the extension broke and the wire was hanging out. The physician removed and replaced the lead with a new lead. The procedure was extended approximately an hour, but completed successfully.